Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2007 patient presented with following admission diagnosis: lumbar instability and severe lower back pain and discomfort. Procedures performed: the patient underwent a lumbar fusion of l4-5 and l5-s1. Bilateral l3-4 l4-5 l5-s1 foraminotomy for stenosis. Bilateral l5-s1 diskectomy. Pedicle screw fusion l4 l5 s1 and lateral bone as well as plif fusion l5-s1. MRI impressions: lumbar instability at levels l4-5 and l5-s1. Per-op notes: diskectomies were done bilaterally at l5 s1 as well. The disk at 4-5 was calcified and sclerotic and it was decided not to do a plif at that level. At this point using the ge navigation system and c arm, using the pansea system from synthes seven 30 mm screws at s1 and six 45 mm screws at l4 l5 were deposited into the vertebral bodies through the pedicles without reaching the mesial wall of the pedicle. They were noted to be in good alignment on ap and lateral x-ray. These were connected with two 6x45 mm rods. Autologous and banked bone along with rhbmp-2 was placed over the transverse process of 4, 5 and 1. The screws were secured in the usual fashion. Prior to securing the screw, the peek 11 mm spacers filled with bone and rhbmp-2 were hammered into position at s1, 3 mm deep to the posterior wall of the vertebral body. Other implants used: rod (2), spacer (2), cap (6), screw (1), screw (1). Patient discharged with following discharged diagnosis: status post lumbar fusion with rods and screws, degenerative disc disease lumbar spine, spinal stenosis and hypertension. On (B)(6) 2007 patient presented with following diagnosis: lumbar stenosis and lumbar instability at l4-5 and l5-s1. Impression: status post bilateral l3-4, l4-5, l5-s1 laminotomy stenosis. Bilateral l5-s1 diskectomy. Pedicle screw fusion at l4 to 5 and s 1 with plif bone at l5-s1. On (B)(6) 2008 patient presented with following diagnosis: lumbar stenosis and lumbar instability at l4-5 and l5-s1. Impression: status post bilateral l3-4, l4-5, l5-s1 laminotomy stenosis. Bilateral l5-s1 diskectomy. Pedicle screw fusion at l4 to 5 and s 1 with plif bone at l5-s1. On (B)(6) 2008, (B)(6) 2008 patient presented with following diagnosis: cervical and lumbar radiculopathy. Neuro/spine x-ray: the cervical MRI demonstrates diffuse degenerative changes and the lumbar MRI demonstrates an l4-l5-s1 scoliosis with right-sided foraminal compression and a severe degenerative disk disease at l4-l5, l5-s1. Impressions: bilateral pedicle with interconnecting rods was seen involving the lower lumbar spine. No acute fracture or destructive change is seen. On (B)(6) 2009 patient presented with history of back pain. Radiological impression: unchanged laminectomy within the l4/l5 and s1 levels as described above. On (B)(6) 2010 patient presented with history of lumbar back pain. Impression of radiological test: there are bilateral pedicle screws and interconnecting rods are seen posteriorly extending from the l4, l5 and s1 levels.